Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right hip replacement on (B)(6) 2007 with the trident ceramic acetabularhip system. It is further alleged that shortly after her hip replacement surgery, the patient had "pain, difficulty walking, dependency on a walker and wheelchair, multiple dislocations, audible squeaking and popping."

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right hip replacement on (B)(6) 2007 with the trident ceramic acetabular hip system. It is further alleged that shortly after her hip replacement surgery, the patient had "pain, difficulty walking, dependency on a walker and wheelchair, multiple dislocations, audible squeaking and popping."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 625-0t-28d; trident alumina insert; lot code: 18146401. Cat. No.: 6565-0-028; alumina v40-femoral head 28mm, -2.7mm; lot code: 10844101. Cat. No.: 6020-0130; accolade tmzf hip stem #1; lot code: 10136901. Cat. No.: 2030-6535-1; 6.5 cancellous bone screw 35mm; lot code: mxkmkd. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s dislocations. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.